Event description:
The customer reported having an issue with potential occlusion of his infusion set, which led to blood glucose values as high as 405 mg/dl. Customer was assisted with troubleshooting and the related infusion set appeared to functioning as designed, as well as his pump. However, the customer did not have a tubing clamp to complete troubleshooting. Customer also reported the infusion set sticking inappropriately to an inserter. Replacement infusion sets were sent to the customer. Customer's blood glucose value dropped to 344 mg/dl by the end of the call with the helpline. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.